Event description:
Reportedly, the pi 30 3.5 instrument was closed over the rectum and either opened up again or was impossible to fire the instrument. A temporary stoma was made. They used another instrument and a "koloanale" hand anastomosis was done. Procedure: total mesorectal excision.